Event description:
It was reported that the device jammed on the initial firing. The customer used a second device to complete the case with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that one device was returned for analysis. The device was received for analysis and was noted in good condition. However when tested for functionality the device fired the first clip properly formed but the jaw did not fully open until the trigger was push to open. On the second firing, the cam broke and therefore ejecting the remaining 7 clips. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.